Manufacturer narrative:
(B)(4) date sent to the FDA: 4/5/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: z1711e package code - stitching with a micro-sharpened point (cc needle) indicated by the words on the label - piercing-cutting dossier - not in dossier technical docs - no in tech docs attribute models - no this code in the catalog - stabbing price list - pds ii violet ¿0.5 (7/0) 70 cm two needles cc (B)(4) date sent to the FDA: 4/5/2021 corrected information: d3

Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number qhmkjt / z1711e14, and no non-conformances related to the reported complaint condition were identified. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the pictures received determined that a sealed box relabeled with a russian label of the product code z1711 could be observed. Upon further investigation was determined that the product code z1711 belongs to 7-0¿ pds suture double armed. Additional information was requested, and the following was obtained: could you please specify about the labeling issue being reported? Could you please provide more details about" the discrepancy between the description in the catalog and the information on the labels". For inconsistency - in our appeal we indicated: "on the labels on the packaging of the above products, cat. No. (B)(4). The stabbing needle is indicated, while the description in the catalog is the stitching needle. " could you please provide the event date?- the date of what event do you mean? Shipments to clinics? They have not happened yet, because do not accept products with such stickers. Our letter with a request for clarification - dated 01/21/2021. Could you please provide the lot numbers of the products?- batch numbers: (B)(4). Could you please confirm the device's availability for return?- the goods are in our warehouse in (B)(6), available for return. Note: events were submitted via 2210968-2021-01752, 2210968-2021-01754, 2210968-2021-01755, 2210968-2021-01756, 2210968-2021-01758, 2210968-2021-01759, 2210968-2021-01763, and 2210968-2021-01765.

Event description:
It was reported that the suture which was for delivery to the healthcare facility has incorrect labels in russian. It was reported that there was a the discrepancy between the description in the catalog and the information on the labels: stabbing needle was indicated, while the description in the catalog has the stitching needle. There were no patient involvement or patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: correct alert data is (B)(6) 2021 (B)(4). Date sent to the FDA: (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b4.